Manufacturer narrative:
Control: 20miu/ml hcg urine lot: hcg121115-01, 210.6iu/ml hcg urine lot: hcg120910-02, 229.9iu/ml hcg urine lot: hcg120910-03, 280.1iu/ml hcg urine lot: hcg120926-04. Summary of results: the retention devices meet qc specification. Details as below: the 20miu/ml hcg urine control yielded correct positive results with retention devices at 3 minutes (n=15). The 229.9iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=5). The 280.1iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=4). The 210.6iu/ml hcg urine control yielded clearly positive results with retention devices at 3 minutes (n=5). Conclusion: from retain testing with in-house control, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer complaint was not replicated in-house with retention devices. Retention devices were tested with cutoff and high hcg urine samples. All results met qc specification. No false negative results were obtained. Mfg batch record review did not uncover any abnormalities. It is possible that the pt's hcg concentration in urine was lower than cut off (20miu/ml) and lead to negative results at 3 minutes read time. Per pi, "because of the high sensitivity of this test, results should be read between 3 and 5 minutes only. A result seen after these times could be indicative of a low hcg level in the sample." Root cause could not be determined without pts' sample analysis in-house. To date, one complaint has been reported against this lot. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported potential false negative urine hcg result with pss consult hcg urine cassette 25t. An (B)(4). Female pt visited the doctor's office after forgetting to take oral birth control for the last few days and was requesting a depo shot. She needed a negative pregnancy test before she could be cleared for the shot. Observed a negative result at three minute read time when pt's urine was tested using the pss consult hcg urine cassette test. The urine test was negative at three minutes and a faint positive at about seven minutes. No serum test was performed as pt left office prior to the time the faint positive was observed. A voicemail was left for the pt indicating a possible positive hcg.